Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the blade broke before putting the instrument in the trocar; piece didn't fall in pt. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.